Event description:
It was reported that the patient's implantable cardioverter defibrillator went into back-up operation after magnetic resonance imaging (MRI) without being programmed to the appropriate settings. High voltage therapies were programmed off as result. The device was successfully restored in clinic. The patient was stable.